Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive and that its breath rate was not as expected. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Ventec did, however, confirm the reported issue of unexpected breath rate delivery, noting that there was no ventilation output from the device. Ventec replaced the blower to resolve the issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the no ventilation output issue was the blower. The cause of the reported unresponsive lcd touchscreen issue could not be determined.